Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Sep8 bulb in patient and the rest was disposed of.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while the sep8 was being advanced and retracted in a quick fashion through the indigo system aspiration catheter 8 (cat8), the bulb of the sep8 broke inside the patient's body. No resistance was observed when the sep8 bulb broke. The physician did not attempt to remove the sep8 bulb from the patient because he believed that it would not cause any harm. The remaining sep8 wire was then removed and the procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.